Event description:
In may, 2004 while using the sound processor, the pt reportedly experienced an overly loud sensation followed by no sound perception. The pt reportedly was seen for device evaluation. External equipment was exchanged. However, the problem was not resolved. Testing performed confirmed that the pt's c1 device was no longer functioning.